Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, more than 3 openings on the anterior, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, broken striated on the anterior, more than three openings striated and non-penetrating nicks striated. Based on the device analysis, the final assessment is striated broken due to surgical damage consist in the use of some surgical tool, missing shell due to inconclusive, more than three striated openings due to surgical damage consist in the use of some surgical tool and nicks striated due to surgical tool scratch like.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.